Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-10466, reference MFR report: 1627487-2012-10467, reference MFR report: 1627487-2015-15218. The patient was implanted with 2 model 1192 anchors (from the same lot) as part of her scs system. A review of the patient's medical record was performed and noted the following issues: the patient experienced pain at the anchor site and underwent revision surgery (B)(6) 2012 where the anchors were found to have migrated latterly to the spine. The patient continued to experience pain at the anchor site after the revision and the anchors were subsequently explanted on (B)(6) 2014. Also, prior to the ipg being explanted and replaced on (B)(6) 2012 the patient stated she also experienced pain and heat over their battery site.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-10466. Reference MFR report: 1627487-2012-10467. Reference MFR report: 1627487-2015-15218. The patient was implanted with 2 model 1192 anchors (from the same lot) as part of her scs system. A review of the patient's medical record was performed and noted the following issues: the patient experienced pain at the anchor site and underwent revision surgery (B)(6) 2012 where the anchors were found to have migrated latterly to the spine. The patient continued to experience pain at the anchor site after the revision and the anchors were subsequently explanted on (B)(6) 2014. Also, prior to the ipg being explanted and replaced on (B)(6) 2012 the patient stated she also experienced pain and heat over their battery site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation results: the complaint regarding stimulation in wrong location could not be confirmed. As received, the ipg was programmed using the pt program parameters and the outputs were monitored with an oscilloscope while in stimulation on mode. No extraneous stimulation was observed on the can, programmed and non programmed channels. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2012-10466, 1627487-2012-10467.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-10466; reference MFR report: 1627487-2012-10467. Follow up information revealed the ipg was removed and replaced. The patient reported the issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-10466. Reference MFR report: 1627487-2012-10467. The pt received the scs system which included the ipg and leads from different lots. It was reported the pt is experiencing stimulation down her legs (her pain pattern is pelvic pain) which she attributes to the sacral retrograde placement of her scs device (off label). Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.